Event description:
It was reported that the user¿s ilet pump did not charge when placed on the supplied ilet charger for multiple hours, despite a green indicator on the charger, while a third-party charger successfully charged the device; the user had previously been off therapy due to insurance and supply issues, not due to adverse events. Symptoms included no clinical effects. Outcomes included no impact other than the inability to charge with the supplied charger. Investigation included telephone-based troubleshooting and user education, including confirmation of charger light status, orientation, alternate outlet testing, and verification that a third-party charger could charge the device. Investigation of this case revealed a suspected malfunction of the supplied charging accessory consistent with a charging failure of the external power/charging component, with the pump itself functioning when charged by an alternate charger. It was concluded, based on previously established findings for similar reports, that the cause was likely a defective or nonfunctional charger.